Manufacturer narrative:
(B)(4). The se inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, the 840 ventilator's display became erratic. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.